Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2015. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.